Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017 due to high blood glucose. The cause of death was heart attack. The caller stated that the customer had no other illnesses that may have led to the customer's passing. The customer¿s blood glucose was 970 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected by the customer within less than 48 hours prior to passing. The customer was using sensors. The caller agreed to return the insulin pump for analysis. Pump was received with intermittent button response due to a flattened act button dome switch.